Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received stuck button. The customer's blood glucose level was 160 mg/dl and 170 mg/dl. The customer did not receive a sensor updating alert and change sensor alert. The customer also received change sensor alert. Customer would not like to continue troubleshooting. The device will not be returned for analysis.